Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic rectum ca, the surgeon wanted to fire the stapler on the purse string area where purse string line was located. After this he connected the other part of the stapler to the anvil and fired the device but when the surgeon was opening the knobs, the anvil of the stapler didn't come back and was still in the anastomosis line in tilt top fired position. So the anvil was manually taken using a pence and the surgeon controlled the tissue and the anvil. The donut was fully stapled. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the anvil ring was partially severed and cross cutting staple line marks were observed along the cutline impression. Further inspection under the microscope displayed nicks on the knife blade. Functional evaluation resulted in cleanly/completely cut test media despite the noted knife blade damage. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. If information is provided in the future, a supplemental report will be issued.